Event description:
It was reported a sterility issue occurred. A left atrial appendage (laa) closure procdure was being performed. During preparation, a watchman access system was selected for use and opened, but the packaging did not seem sterile, so the device was not used on the patient. The inner packaging was damaged, but the outer box was not damaged. The physician did not feel comfortable using the device. They disposed of the access system and opened a new one to complete the procedure successfully. There were no patient issues.

Event description:
It was reported a sterility issue occurred. A left atrial appendage (laa) closure procedure was being performed. During preparation, a watchman access system was selected for use and opened, but the packaging did not seem sterile, so the device was not used on the patient. The inner packaging was damaged, but the outer box was not damaged. The physician did not feel comfortable using the device. They disposed of the access system and opened a new one to complete the procedure successfully. There were no patient issues.